Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: the complaint could not be duplicated during the investigation. No rewind motor errors (cs 078) were recorded in black box and there were no errors, alarms or warnings recording it he pump history. On investigation, the piston retracted completely and without incident. Rewind, load and prime steps were performed successfully. The pump exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.